Event description:
It was reported that the left ventricular (lv) lead apparently dislodged. The lead was explanted and replaced. During the replacement procedure, the atrial lead also dislodged. As the patient is in permanent atrial fibrillation (af), the lead was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6947 implantable tachy lead - 2002-(B)(6), (B)(4) implantable defibrillator - 2013-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the left ventricular (lv) lead apparently dislodged. The lead was explanted and replaced. During the replacement procedure, the atrial lead also dislodged. As the patient is in permanent atrial fibrillation (af), the lead was explanted andnot replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.